Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6: health impact- clinical code: 4581 - significant reduction of irido-corneal angles. H6 - work order search: no similar complaint was reported for units within the same lot. Claim (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -15.50/+5.0/103 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2023. The lens was removed on 05-dec-2023 due to excessive vaulting, iridocorneal touch and significant reduction of irido-corneal angles. The lens was replaced with a shorter lens and the problem was resolved. Standard postoperative healing process. All scans and symptoms within normal limits. The cause of the event was due to the device. The lens was discarded.